Manufacturer narrative:
The meter and tests strips were replaced and requested back for evaluation. The test strips involved with this complaint have been evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found. However, the patient did not return the meter as requested. If the meter is returned lfs will evaluate the meter and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 4:00pm. The patient reported blood glucose readings of "200 and 241 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose meets the expected value of <= 20% and/or <= 20 mg/dl. The patient informed the cca that she manages her diabetes with humalog insulin (35 units at breakfast and dinner, 25 units at lunch). Due to the alleged high readings, the patient claimed she increased her dose of insulin to 62 units. The patient reported 30 minutes after the alleged issue began, she was having symptoms of blurred vision, weak, shaky, and sweating. In response to her symptoms, the patient self-treated with food/drink. According to the patient, no other blood glucose device was used. At the time of troubleshooting, the cca noted an approved sample site was used and the subject meter's unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.